Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The retaining screw broke through the top of the liner and was returned. The piece of the liner that fractured off was not returned. The device was manufactured in 2010 and exhibits signs of extensive wear/usage. A dimensional inspection was attempted but the device was too damaged to measure accurately. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the screw-in trial liner cracked during trialing in surgery. The procedure was delayed less than 30 minutes. A back-up device was available to complete the surgery. It is unknown if there was impact to the patient.